Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2026 based on the date the manufacturer became aware of the event. Block h6: device code a0414 captures the reportable event of sheath torn at distal end.

Event description:
It was reported that a 11mm gemini basket device was used during a procedure. Reportedly, it was noticed that the orange protective sheath split and the basket was unable to close. No further information was reported.

Event description:
It was reported that a 11mm gemini basket device was used during a procedure. Reportedly, it was noticed that the orange protective sheath split and the basket was unable to close. No further information was reported.

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2026 based on the date the manufacturer became aware of the event. Block h6: device code a0414 captures the reportable event of sheath torn at distal end. Block h11: investigation results. The returned 11mm gemini basket device was analyzed, and a visual evaluation noted that the handle returned in good condition. It was also noted that the device returned with the basket on its open position. Microscopic examination was performed under magnification, and it was noticed that the sheath torn close to the basket. During functional inspection it was found that upon actuation of the handle, the basket was not able to be closed due to the torn material detected in the sheath. With the available information, boston scientific concludes that the reported event was confirmed. A review of device history record confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of sheath torn material and basket failure to close were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the investigation results, this could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could have led to sheath torn. Taking all available information into consideration, an investigation conclusion code of adverse event related to procedure was assigned to this investigation because the adverse event occurred during the procedure and the device had no influence on the event.